Manufacturer narrative:
Continuation of d10: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type catheter pr oduct ID 8711 lot# serial# (B)(6) implanted: (B)(6) 2003 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 25-mar-2023, UDI#: (B)(6); product ID: 8711, serial/lot #: (B)(6), ubd: 2004-sep-18, UDI#: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver unknown morphine 20mg/ml at minimum rate increased to 0.96mg/day and bupivacaine 15mg/ml at minimum rate increased to follow the morphine rate. It was reported that, per the hcp, the patient was not receiving pain relief from therapy. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A dye study was attempted recently on an unknown date. They were unable to aspirate but pushed dye, which showed that the catheter tip appeared to be patient. The patient did well for a time then lost relief. The physician was unsure why that was. A revision was scheduled and completed on (B)(6) 2025. The catheters were completely explanted and replaced. It was unknown if the issue was resolved. The hcp had no further information.